Manufacturer narrative:
The customer reported having an intermittent battery connection. The device was evaluated at philips and the symptom could not be duplicated. However, power interruption messages were noted in the error log which are indicative of a battery connection issue. The battery pca was replaced to resolve the issue.

Event description:
The customer reported having an intermittent battery connection.